Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the atrial lead exhibited high capture threshold and decrease in p wave amplitude. Further evaluation with x-ray imaging confirmed that the lead had become dislodged. The lead was explanted and replaced. The patient was stable throughout.